Manufacturer narrative:
(B)(4). Batch # t5ay09 (B)(4). Additional information was requested, and the following was received: what were the indications for surgery? Patient had colon cancer did the patient receive any preoperative chemotherapy or radiation? Radiation what is meant by ¿the tissue was hardened?¿ the surgeon felt that patients tissue was overly calcified. With that being said, he felt that it was the patient profile that caused the stapler to preform under the normal standard, not the stapler in itself. It was reported that the surgeon was not happy with the staple line. What did the surgeon feel was wrong with it? The staple line was not complete. There were some malformed staples due to the difficult and thick tissue that they were fired on. When was the staple retaining cap removed? The staple retaining cap was removed by the scrub tech right before she handed the surgeon the stapler. How was it confirmed that the cartridge was locked in place prior to firing? They made sure that the audible click was heard and then checked to make sure that the safety retaining pin was hitting the intended hole on the stapler. Was the retaining pin manually advanced or was it automatically advanced? It was automatically advanced. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? We told him to ensure that it was lying flat before firing on the tissue, so he did. Was the device difficult to close? The surgeon used a great deal of force to close the stapler. It was much more force than I have seen previously used on this stapler. Was the device closed and repositioned multiple times prior to firing? It was not closed multiple times, but they did reposition it twice to try and get the optimal angle. Was the device difficult to fire? As stated above, the stapler required more force than normal to fire. Was the distal transection completed in one or multiple firings? The distal transection was completed with one firing. Can more information be provided about staple form? The staples line was compromised, due to staples not being completely formed. What is the status of the patient? The patient had to receive a colostomy bag, all cancerous tissue was removed device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with three reloads present. The reload b and c were received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The reload d was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload d and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection the surgeon fired the device and noted that the patients tissue was thick and hardened. The surgeon was not happy with the staples line. Surgeon could not find a good section due to the condition of the tissue. "Surgeon was not certain if the stapler was at fault or it was the patients tissue condition". The procedure was changed from a lar to a colostomy as a result.